Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch 5099931) that a female patient underwent breast surgery with 400cc mentor memorygel breast implants and experienced several unexplained systemic symptoms, including breast pain, back neck pain, shortness of breath, muscle fatigue, brain fog, memory loss, burning sensations, numbness, tingling, muscle twitching, rheumatoid arthritis, elevated antibodies for vasculitis, dry skin, hair and mouth, blurry vision, migraines, loss of appetite, weight loss, constipation, vitamin d deficiency and insomnia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.